Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severly calcified an moderately tortuous left anterior descending artery. Access was obtained through the femoral artery. The physician ablated the lesion with a rota device. Then the physician advanced the 3.0x15mm quantum maverick balloon to the lesion, and on the first inflation, inflated the balloon to 12 atms for fifteen seconds. On the second inflation, the balloon was inflated to 14atms. Then the physician attempted to increase pressure to 16atms, but the balloon "pinhole-ruptured" during pressurization. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good".